Event description:
Time of adverse event: during the procedure. Adverse event: dissection requiring intervention. Device issue: none. It was reported that the procedure was to treat a left anterior descending (lad) that had 99% stenosed lesion with heavy calcification. Pre-dilatation was done and a xience v 3.5 x 23 was being used to treat the lesion. However, during advancement through the heavily tortuous and calcified vessel, the distal edge of the stent caused a dissection in the vessel, which was treated with another xience v 3.5 x 15 stent. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.